Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, the patient experienced a blood glucose (bg) measurement of 504 mg/dl and was thirsty. The bolus settings reportedly were incorrectly programmed on the pump and the patient was miscounting carbohydrates. The patient reportedly was also being treated for an unrelated illness and said that was the cause of the bg excursion. Animas customer technical support (cts) reportedly referred the patient to health care provider for assistance with diabetes management. There was reportedly no medical intervention required. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy due to use error as the bolus settings were not programmed correctly, due to an unrelated illness and due to a diabetes management issue. There was no indication of a pump malfunction and the patient remained on insulin pump therapy.